Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. Customer's blood glucose was 275 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.